Manufacturer narrative:
Product analysis conclusion the reported type ia endoleak was confirmed on the films provided; however, the cause of the event could not be fully determined. Lack of pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy. It is most likely that the endoleak observed was the same endoleak visible on the 08 feb 2021 CT¿s. It is possible that disease progression with neck dilatation may have occurred over the 3 year duration of implantation of the device but this could not be confirmed. There was no overt angulation noted on the CT¿s that may have contributed to a proximal endoleak. It is possible that even with endoanchor implantation that the noted calcification may have been a factor in an inadequate proximal seal. Although a persistent type ia endoleak is most likely, a type iiib fabric endoleak cannot be ruled out. Fabric wear due to external abrasion from the aortic calcification is a potential root cause(s). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in the patient for the endovascular treatment of an unknown size aaa. The follow-up CT taken 3 years, 3 months post implant, showed a type ia endoleak. Intervention was performed 1.5 months later where 6 endoanchors were implanted to resolve the endoleak. As per the physician the cause of the event could not be determined. It was reported the follow CT performed 2 weeks post intervention showed the type ia endoleak was still persisting. No additional clinical sequalae were reported and the patient will be monitored